Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge was wet after removing it from the pump. Reportedly, the customer filled the cartridge with 250 units. The customer could not find a specific location of the leak. The customer's blood glucose level was between 207-240 mg/dl and it was addressed with manual injections.